Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, that might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient was seen in the ER for an inappropriate shock. There was no capture noted on this right atrial lead and p waves were small. A chest x-ray confirmed the lead had dislodged and a revision will be taking place in a few months. There were no adverse patient effects reported. Additional information received indicated that the atrial lead is dislodged and there is very poor sensing and no capture at max output. The patient does not pace in the atrium at all and paces less than 1% in the v. They have now programmed to vvi as the doctor is considering lead revision. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.